Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt after the leads were connected to the device, it was noted on x-ray that the left ventricular (lv) lead had shifted from its original position. The lv lead was disconnected from the device and once the lead was repositioned the physician was unable to engage the setscrew through the sealing grommet. It was determined on inspection that the set screw had been unseated. The physician was unable to position the screw back in its position to engage the screw. The sealing grommet was then removed to see the set screw completely retracted out of its position floating free. It was then determined to discard this device and implant a new device to avoid any potential of header block/connection issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.